Event description:
Ous MDR - after an implantation period of approximately 111 months oversensing was reported. The lead was explanted. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 2 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragments. In particular around 10 cm proximal to the lead tip the insulation was rubbed through which can be considered as the root cause of the observed oversensing. Based on the characteristics of this damage it is assumed that the lead had been subject to severe mechanical stress in the implanted state during the relatively long service time. Significant intracardiac motion and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.